Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no visible damage to the battery compartment. A test battery cap was able to fit on the pump. The pump was unable to power up. The pump did give audio and vibration alerts, but the display screen remained blank. There was no visible damage to the pump when the pump cover was removed, but further investigation revealed a shortage in the internal power circuit board leading to high current and no power.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the subject pump would not power on after battery had been replaced. The patient reported that she replaced the battery after having received a "replace battery" alarm. The reporter inserted two other batteries; however, the power issue remained unresolved. There was no patient impact associated with this complaint.

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.